Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. Visual examination of the complaint plus unit was carried out. No issues were noted with the advancer air hose, fiber optic cables and saline infusion port. A tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out as per connect/disconnect rotalink plus procedure. No issues were noted with the unit¿s handshake connector during the connection of the device. The rotablator plus unit was wire guided using a test guide wire. No issues were noted during the wire guiding of the device. The rotablator plus unit was wet tested as per procedure. No speed was achieved. The brake defeat button was tested and no issue was noted. The guidewire did not move. The brake defeat feature was de-activated, and the guidewire could be removed from the device. No issue was noted with the brake of the returned advancer unit. The advancer unit was dismantled and a corroded turbine was evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during percutaneous coronary rotational atherectomy interventional procedure, unintended wire movement occurred. The 99% stenosed target lesion is located in the severely calcified and severely tortuous left anterior descending artery. During ablation with rotablator rotalink plus 1.50mm, the position of the device and rota wire was unable to be locked with the brake, therefore the rotawire guide wire moved proximally. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during percutaneous coronary rotational atherectomy interventional procedure, unintended wire movement occurred. The 99% stenosed target lesion is located in the severely calcified and severely tortuous left anterior descending artery. During ablation with rotablator rotalink plus 1.50mm, the position of the device and rota wire was unable to be locked with the brake, therefore the rotawire guide wire moved proximally. The procedure was completed with this device. No patient complications were reported and the patient's status is good.